Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) no anomalies found, but blood noted on conductor and helix; full lead returned and analyzed.

Event description:
It was reported that the atrial lead was not capturing and that there were high thresholds. The lead was explanted and replaced. It was also reported that during implant attempt, the lead could not be placed due to inability to gain venous access. The lead was not used. No patient complications have been reported as a result of this event.